Event description:
Several pts presented to clinic with the precision xtra glucometers reading the incorrect date and time. Error seen on both the meter and upload into the precision link software. Multiple lots of precision xtra glucometers involved. These errors have led to "near misses" involving changes in therapy - particularly with intensive insulin regimens. The problem has been found in numerous meters over the past few months at multiple facilities in the state. Pts deny having made any adjustments to the date/time settings in their respective glucometers. Problem was first identified and brought to the attention of the MFR -abbott- in march, 2006. In recent weeks the number of meters affected appears to be increasing. Again this info, and actual meters turned in to the facilities have been provided to the MFR as of november 1, 2006.